Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, no capture and a confirmed fracture were noted on the right ventricular (rv) lead. Medical intervention was required. The lead was explanted and replaced. No patient complications have been reported as a result of this event.